Manufacturer narrative:
Addendum to the initial report. Based on medical records provided, the patient underwent additional surgical procedures, after the initial implant of the two bard/davol flat mesh devices. It is alleged the patient experienced infection and seroma. Seroma is listed as a possible adverse reaction in the instructions-for-use. In regards to infection, the warning section of the instructions-for-use states if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prothesis. Based on the information provided, there is no indication there were any issues related to the bard/davol mesh devices after implant. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records: (B)(6) 2001 - the patient underwent a multi-part procedure with implant of two bard/davol flat mesh devices. (B)(6) 2002 - the patient had developed pain and weakness along the lower portion of her previous incisional area. The patient underwent abdominal hernia repair with implant of a third bard/davol flat mesh. (B)(6) 2013 - the patient underwent cystoscopy, non-bard/davol mid-urethral sling placement, posterior repair, s3 neuromodulation, and implantation of generator programming. No mention of any of the previous implanted davol flat mesh devices. (B)(6) 2013 - the patient underwent cystoscopy and coaptite injection for intrinsic sphincter deficiency.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The patient's attorney has not provided medical records. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. A second MDR was created to address the other bard/davol flat mesh implanted during the same procedure. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacture.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2001, the patient underwent a burch procedure with implant of two bard/davol flat mesh. As reported, the patient is alleged to have experienced severe and debilitating medical injuries such as shrinkage, disintegration and/or degradation of the bard/davol mesh. Attorney alleges unspecified patient outcomes related to the device.